Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: etbf2513c166e stent graft; etlw1624c93e stent graft; etlw1624c82e stent graft; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was beeping for no apparent reason. It was noted that no known alerts were triggered. The device was explanted and replaced. No patient complications have been reported as a result of this event.